Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrostatic discharge occurred on the insulin pump. The customer took the batteries and cap off and set the insulin pump for 24 hours. All of the buttons were not sensitive on the insulin pump. Customer's blood glucose level was not reported. The device will be returned.

Manufacturer narrative:
Unit was received with no button response (act) due to corroded keypad traces. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.